Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous right coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, air aspiration could not be performed properly, and the image remained dark. The catheter was replaced because the air could not be aspirated properly despite multiple attempts. The procedure was completed with another of the same device. There were no patient complications.